Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports allegations of unspecified personal damages. No revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.